Event description:
The report received indicated that during a coronary procedure, the dura star balloon catheter was used; however, "winging of the balloon after inflated once" was reported. Further info indicated that the "balloon shrink like wings (winging)/bad condition; it did not shrink completely as it should." There was no difficulty encountered during inflation; the inflation pressure was unk. Then during deflation, it was indicated that the balloon did not deflate normally and the balloon did not re-wrap properly. There was no report of injury to the pt.

Manufacturer narrative:
The product is not available for eval, as it was discarded by the facility. This is one of two products involved in the same pt and reported under mfg numbers: 9616099-2008-02018 and 9616099-2008-02020. Additional info will be submitted within 30 days upon receipt.